Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with no suture or implants returned. The grey activator is disengaged from the slide that pushes the implants out of the channel. A functional evaluation could not be performed due to the device being broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 360 curved t2 implant failed to deploy due to the metal wire inside the delivery system fell out. T1 was left secured in the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy, the fast-fix 360 curved t2 implant failed to deploy due to the thin metal wire that helps to push out the implant from the delivery system fell out, no pieces fell inside of the patient. T1 was left secured in the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.